Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5089926, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was unable to feel stimulation due to lead migration. The patient underwent a lead revision procedure wherein the leads were repositioned and was doing well postoperatively.